Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) is displaying a monitoring voltage of 2.65 volts (middle-of-life). The last cap reformation noted a 9.2 second charge time.